Event description:
An end user called in stating that the brakes keep loosening and the chair is not staying stationary when locked. He also stated that when the chair is left in the shower and it sits that the wheels leave a mark. No report of an injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 6795, serial number/date code (B)(4) is approximately 1 year, 4 months old. The owner's manual part number 1118394, rev.b(feb-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of this event was contacted for additonal information. The consumer's medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.